Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.00mm/2.0cm/90cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with another of the same event. There were no patient complications as a result of this event.